Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds which resulted high lv outputs on the current implantable device. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).